Event description:
(B)(4).

Manufacturer narrative:
The customer checked all the transmitters that communicate through the org-9100 receiver and all have a high noise floor. We followed up with the customer and was told that they found a bad splitter and by replacing it the issue was resolved.